Manufacturer narrative:
The event unit is not being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: appendectomy. Event description: the nurse armed the trocar, then disarmed it before giving it to the surgeon. When the trocar (unarmed) was inserted, a spring noise was heard, as if the blade had been triggered. This must have been the case, as a clean wound the size of the blade was observed in the mesentery. Consequence: blood loss of approximately 50 ml, quickly treated. The team no longer knows which trocar was involved. This is the first incident of this kind. The device in question is not available at the pharmacy for examination. Additional information received by an applied medical representative via email on 24feb26: as I came back yesterday, I immediately tried to reach out the customer in order to get additional information. Unfortunately, the surgeon who used the trocar is on vacation this week. I contacted the or manager who confirmed this incident without giving any additional information on patient status, preferring to wait until the surgeon comes back. I also sent an email to and called the digestive department chief surgeon to get answers, without success. Intervention: blood loss quickly treated. Patient status: blood loss of approximately 50 ml, quickly treated. No other patient injury or illness reported.